Event description:
It was reported that the implantable cardiac monitor (icm) fell out of the patient and cannot be found. A new icm was implanted to resolve the issue. No adverse patient effects were reported.